Event description:
Caller states the patient tested 3.0 inr on the coaguchek system and 6.0 inr on a comparison lab. No treatment information reported. No adverse event reported. Requested return of suspect system.